Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushhead fell apart in mouth while brushing teeth [device breakage]; brushhead got loose [device connection issue]; no adverse event [no adverse event]. Case description: a (B)(6) male consumer reported that after a couple of weeks of using an oral-b brushhead, version unknown, twice a day, the head had gotten a bit loose and the whole thing fell apart in his mouth while he was brushing his teeth with an oral-b rechargeable toothbrush, version unknown. After the head had fallen apart, he noted that he had spat each part out. No symptoms developed. 12-jan-2016 received follow-up email from consumer: the consumer reported that he had purchased the oral-b precision clean brushheads in (B)(6) 2015 as part of a 4 pack. No further information was provided.